Event description:
It was reported that the patient presented to the ER (emergency room) in chb (complete heart block), with a heart rate of 30 bpm. No pacing, output, or magnet response was observed, and the device could not be interrogated. Possible premature battery depletion was also noted. A device interrogation on (B) (6) 2009, showed the battery voltage at 2.76v and 3.5 years longevity. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.